Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received indicated that the programmer displayed that the ins had been automatically switched off.

Manufacturer narrative:
Analysis of the ins, model 7427t, serial no. (B)(4), found ins battery normal end of life, no telemetry and no output, no significant anomalies. Analysis determined that no telemetry was observed with an n'vision clinician programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative clarified that the lead was not replaced, it was relocated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional via a manufacturer representative reported interrogation of a consumer¿s implantable neurostimulator (ins) was not possible prior to a planned device implant site relocation procedure. The planned surgical relocation from the back to the abdominal region was due to consumer discomfort with backsided implantation. The consumer reported a bicycle accident with a fall onto the device in (B)(6) 2016. Symptoms increased since (B)(6), which correlates with bicycle accident and the ins beginning not to react to programmer commands. It was not possible to interrogate the ins with two (2) different clinician programmers with the correct software card and the ins was also not responding to the patient programmer trials. The interrogation access was performed in different places multiple times. Due to non-responding ins (no telemetry available) with alleged defect, the ins was replaced with two inss with the need to move the left side implanted lead from the right side pocket to the left. Surgical procedure necessary with a new pocket being created and lead relocation (single lead replacement form the right to the left backside). It was noted that the device was short time to interrogate after it was explanted and it reported a power on reset (por). After a short period the device did no longer answer interrogation trials with the same clinician programmer. The issue was resolved.